Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician reported the ventilator is under evaluation and repair is still in progress.

Manufacturer narrative:
This unit is currently being evaluated. If additional information becomes available regarding root cause of the malfunction, a follow-up report will be submitted.